Event description:
The physician intended to implant a 2.5 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lcx. The target lesion exhibited 90% stenosis, moderate calcification and moderate tortuosity. The lesion was pre-dilated twice using a 1.5 x 12 mm sprinter balloon up to 10 atms. Eighty-five percent stenosis remained following pre-dilation. The endeavor sprint stent could not cross the lesion and the device was removed. Force was used in the attempt to advance the device to the target lesion. Stent struts were observed to be damaged on removal. The target lesion was treated using another endeavor stent of the same size. The device had been inspected prior to use with no abnormalities noted. Pt status post procedure was stable and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: stent damage, failure to deliver the stent. Results/conclusions: target lesion exhibited 85% stenosis following pre-dilation, moderate calcification and moderate tortuosity. Use of force. Eval summary: the device was returned to the mfg facility for eval. The stent was positioned between the marker bands as per specs. The 5th and 6th proximal stent segments were raised, deformed and pulled distally.